Manufacturer narrative:
After removing an emerald diagnostic wire from its protective hoop, it was found kinked. The wire was not used for a procedure. As reported, the wire was handled in a normal manner. Analysis of the returned product confirmed the reported wire kinking. As received, the specimen wire does not present any obvious indications of manufacturing defects of anomalies. Except where noted, the specimen wire appears to be visually and dimensionally correct. The joints appear intact during visual inspection at 18" and at 20x magnification, as well as by non-destructive pull test. The ptfe coating presents minor scrapes scattered over the length of the specimen. The finger-straightenability of the wire is normal. The wire meets the visual and dimensional requirements per the drawing for this product. At this time, handling factors appear to have contributed to the event reported. A review of the device history records relative to the manufacturing, inspecting and packaging of the lot indicated that the product was final inspection tested and determined to be acceptable. The complaint was confirmed. In addition, a secondary failure of scraped ptfe was identified. No indications of manufacturing defects or anomalies were found. With the limited information available, it is not possible to identify what caused the coating damage with any certainty; however, device handling may have contributed.

Event description:
The report received indicated that the tip of the emerald guide wire was bent. The problem was noticed after the wire was removed from the packaging. The packaging was intact before it was opened. Additional information indicated the wire was removed from the hoop by pulling from the proximal end and following the instructions for use. The emerald guidewire was returned for evaluation; however, the analysis identified the polytetrafluoroethylene (ptfe) coating presented minor scrapes scattered over the length of the wire.